Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 reporting a fluid spill inside an orthopat unit. No injury or reaction was noted. Evaluation of the unit was performed and a blood spill was verified. Device will be scrapped. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2011 reporting a fluid spill inside an orthopat unit. No injury or reaction was noted.